Manufacturer narrative:
Product event summary: analysis found the battery contacts were contaminated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an error code. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.